Event description:
The customer reported that the insulin pump alarmed no delivery during set changed. Troubleshooting was done. Customer's blood glucose was 87 mg/dl. Customer mentioned the cannula fall out of the site. It was found that the insulin exited. Advised the customer that the infusion set would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).